Event description:
This senior medical surveillance specialist spoke with the pt/layperson who had reported a 'not enough blood' prompt when testing on her onetouch enhanced basic. The customer care advocate replaced the meter with an ultramini and ultra strips due to her sample placement difficulty. The pt reported the following to this specialist. For several months in 2008, the pt's meter often prompted not enough blood. Besides using unicheck test strips (non lifescan test strips) that her clinic had given to her, the pt had difficulty placing blood on test strips due to visual issues, arthritis, carpal tunnel, and neuropathy. In 2008 (day not recalled), a friend took the pt to the hospital due to her symptoms of dizziness, blurry vision, and headaches. The pt was reportedly treated with insulin and admitted for four days. The pt had not tested that day due to the alleged issue and also does not recall when she last tested on the meter before the hospitalization. However, she continued taking her daily 70/30 novolin insulin in the morning and evening when unable to obtain results. The pt does not recall the set amount since the morning dose was increased to 60 units and evening decreased to 40 units after recent open heart surgery. The onetouch enhanced basic is designed to prompt not enough blood when an insufficient sample is applied to the test strip. The pt admittedly had difficulty locating the test spot due to visual issues and was not using lifescan test strips. Nevertheless, the complaint is reported due to the pt's symptoms that started after the alleged issue began and meet the criteria for serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.